Manufacturer narrative:
(B)(4): no predilatation. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patients effect that occurred periprocedurally.

Event description:
It was reported that approximately 31 months after the xience v stent implantation in the unpredilated proximal circumflex coronary artery, the patient underwent revascularization for restenosis in the index target lesion, with 2 additional stents implanted. No additional information was provided.